Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a banding of polyps procedure performed on (B)(6) 2024. During the procedure, the bands would not deploy. The procedure was completed with a non-boston scientific product. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.